Event description:
The MFR's rep reported that the pump was explanted after an implanted duration of approx 6 weeks. Interrogation of the pump was performed. The alarm messages were misinterpreted leading to confusion about the pump status. The pt was receiving baclofen via the pump. No withdrawal symptoms were reported. Based on the fact that the child lives in an isolated environment in a care facility, the pump was explanted and replaced. The outcome was reported to be resolved.